Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading multiple cartridges, insulin was observed to be leaking from the septum. Customer's blood glucose was within range (value not provided). Reportedly, customer changed the cartridge to resolve the issue.